Event description:
A report was received that the stimulation was causing the pt's muscles to tense, and the pocket was too big which caused the ipg to move around. The physician recommended a lead and pocket revision procedure. During the revision, the physician could not place the lead for optimal coverage. The pt and physician elected to explant the entire system. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.